Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was successfully inflated and held pressure without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use. No issues were identified with the device. No sign of rupture or balloon damage as presented within the complaint was identified.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the pressure leaked during inflation to dilate the lesion multiple times, so the device was checked outside the body. Then, it was confirmed that the balloon ruptured; therefore, the device was replaced and the procedure was continued. No patient complications reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the pressure leaked during inflation to dilate the lesion multiple times, so the device was checked outside the body. Then, it was confirmed that the balloon ruptured; therefore, the device was replaced and the procedure was continued. No patient complications reported and the patient was good post procedure.